Event description:
It was reported that during removal of a femoral arterial catheter, the catheter was severed and a portion remained in the patient's femoral artery. The indwelling piece of catheter was successfully removed via a surgical procedure. There were no additionial complications.